Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient can't get phone to connect with the recharger. Patient was not able to recharge. Handset will connect to communicator. The connection issue started last week. The patient has been going to the restroom but not completely emptying. Patient urinated at 9:15pm and didn't go until 2pm the next day. Patient stated the return of symptoms started "last week". During call, troubleshooting steps were performed; reset the recharger, patient can feel the stimulator. They dismissed the por message and got 60% charge, excellent connection, and my therapy off. Walked patient through how to turning therapy back on. Patient successfully turned therapy back on. Patient then went back to charging at 60%. Patient was advised to continue charging until they got to 100%.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.